Event description:
Customer reported an issue with the passport 2 monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the reported problem. As a precautionary measure, the unit's mother board was replaced. Unit was calibrated and safety tested to factory's specifications.